Event description:
Patient with h/o of breast ca, underwent reconstruction with salt loss textured impatient. Breast implant associated alcl, from salt-loss textured implant. Atypical lymphoid cells, cd30+. FDA safety report ID # (B)(4).